Manufacturer narrative:
Insulin pump passed the displacement test. Pump error 63, variable 3, alarmed during self test and was confirmed in insulin pump history file due to cold/cracked solder joint found on pin 6 of the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 200 mg/dl. Customer stated that they replaced the battery and the insulin pump restarted and there was a blue line saying rewind. Customer states they was able to rewind the insulin pump and able to successfully clear the alarm. The self-test was performed and it was failed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.